Event description:
During the laparoscopic gastric bypass procedure, the ultracision long shears (lcsc5l) malfunctioned perioperatively. The instrument functioned properly initially, but failed after minimal use. The appropriate testing procedures were performed, which indicated a failure of the handpiece. The instrument was removed from the field and replaced with a new handpiece. The new handpiece functioned properly and the operation continued with no harm to the patient.